Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects (white foreign material) in the jet tube, and due to clogging in the control unit, the issue occurred. There was no patient involvement.